Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jan2021.

Event description:
It was reported to philips that during periodic maintenance the device had a touchscreen failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. A philips service engineer (se) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty touchscreen. The fse replaced the touchscreen to resolve the reported issue. The device passed performance verification testing.